Event description:
Caller reported a data error alert occurred after the pump ship date. Blood glucose levels remained between 54-500 mg/dl. Customer understood the situation and continued to use the pump for insulin therapy, while acknowledging the possibility that some history logs may have been erased but therapy was unaffected.